Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0871 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. In further full review of the pump history on the event date of [event date] found bolus deliveries of 1.4u at 12:15:06.000, 0.2u at 12:15:32.000, and 1.4u at 15:23:47.000. Bolus daily delivery total was [24.2u]. Basal daily delivery total was [33.4u]. Test p-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Alleged insulin flow block alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported possible under delivery, no delivery/occlusion alarm and experienced hyperglycemia. The customer reported blood glucose value of 315 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880l, mmt-342, mmt-442ag. Troubleshooting was performed. The pump passed the displacement test. The customer declined to test hp test. The customer reported an insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. The customer was unable to complete set change. No further patient complications were reported. Mmt-1880l was requested and the customer response was the device will be returned. Mmt-342 was requested, and the customer response was the device will be returned. Mmt-442ag was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.